Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge disc/flag issue has been completed. Console logs from the reported day of event are consistent with complaint. The issue was reproduced during troubleshooting and aic was unable to detect purge disk. Visual inspection of the purge retainer area revealed that purge disk detect flag was broken. After the flag was replaced, the console was able to detect purge disk, and console operated within specification. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella for mechanical circulatory support. During priming, the automated impella controller (aic) produced a purge disc/flag issue. Replacing the purge cassette did not resolve the issue, so the console was replaced. There was no reported patient harm.